Event description:
It was reported that patient enrolled in a clinical study, underwent total knee arthroplasty on (B)(6) 2012. Subsequently, a manipulation was performed on unknown date allegedly due to poor range of motion and osteoarthritis. No revision has been reported to date.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.